Event description:
It was reported that missing sensor wire occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information g3: date received by manufacturer - additional information g6: type of report - follow-up h2: type of follow up - additional information/device evaluation h3: device evaluated by manufacturer - additional information h6: adverse event problem - additional information.

Event description:
It was reported that missing sensor wire occurred. The sensor was inserted into the abdomen on 01-07-2023. The product was evaluated. An external visual inspection was performed and failed due to sensor wire is missing. The allegation was confirmed. The probable cause could not be determined post investigation. No injury or medical intervention was reported.